Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, leading to the pump shutting down. Subsequently, the customer's blood glucose (bg) level was reported to be "high" via continuous glucose monitor reading, with high ketones. The high bg was corrected via a manual injection. Customer continued to use the pump for insulin therapy. Upon follow up, reportedly issue was resolved.